Event description:
It was reported that the patient had numerous treated episodes for suspected atrial fibrillation with rapid ventricular response. Follow up with the clinician indicated that the patient had not been taking their medication which was determined to be the cause of the ventricular tachycardia rates being so high. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658, lead, implanted: (B)(6) 2006. (B)(4).